Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were implemented. The patient was stable and asymptomatic.